Manufacturer narrative:
Qc prior to the event was within the established ranges. A bci field service engineer (fse) visited the site on (B)(6) 2010, and found the transducer diaphragm was torn and leaking. On (B)(6) 2010, the fse replaced hardware components including the transducer, electrolyte injection cup (eic) valve assembly, and sample probe. The fse performed preventive maintenance and other necessary service on the instrument.

Event description:
A customer contacted beckman coulter inc. (Bci) in regards to erroneously low sodium (na), potassium (k), and chloride (cl) results intermittently generated by unicel dxc 800 pro synchron clinical system. The results were not reported out of the laboratory. Repeat tests performed on an alternate instrument produced higher results. There was no effect to patients or user.